Event description:
It was reported that pump experienced malfunction code and caller did not notice any events leading up to issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if problem happened again, which caller acknowledged and understood.